Manufacturer narrative:
E1: initial reporter address: (B)(6). G1: device manufacturer address 1: northern region industrial estate. G1: device manufacturer address 2: 60/29 moo 4, (B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the keypad of a novum iq large volume pump was malfunctioning. The keypad issue was described as, ¿buttons were double registering or registering when not pressed¿. This issue was observed in the biomed service department during testing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed, and the ¿0¿, ¿8¿, ¿9¿, and dot keys were all making 2 quick beeps when pressed. The date was unsuccessfully keyed in due to the keypad malfunction. The pump was unable to be placed in service mode or advance mode with original keypad. The keypad was replaced with good known shop parts, and the pump was able to be placed in service mode and advance mode. An event history log review was performed, and multiple occurrences of "option menu entered" and "parameter value cleared" within milliseconds were observed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause was determined to be from a defective keypad. The front panel assembly requires a replacement to resolve the issue. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.